Event description:
It was reported that there was suspected loss of capture (loc) on this left ventricular (lv) lead. Technical services (ts) was consulted and possible intermittent loc as well as elevated thresholds were noted. Further in office evaluation was recommended. No adverse patient effects were reported. This lead remains in service.